Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. During bench testing, the ventilator failed to power on with either external or internal power sources. On the initial power up, the ventilator began to smoke from the power board. Further inspection of the power board revealed indication of overheating causing the malfunction. Carefusion replaced the power board to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit would not power up and that the unit was smoking. It is unknown at this time whether there was any patient involvement associated with this complaint.